Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery fault on their system controller. An 11v battery was replaced with no resolution to the alarm. The patient was swapped from 14v power to console power with no resolution to alarm either. The system controller was exchanged and the alarm resolved. The patient suffered no complications.